Manufacturer narrative:
Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information.

Event description:
It was reported via medwatch mw5169412 that deflation issues and removal difficulty occurred. A 3.00 x 48mm synergy xd drug-eluting stent was placed in the distal left main into the mid left anterior descending artery, overlapping with the previously placed stent. However, when attempting to withdraw the stent delivery system, the balloon did not fully deflate. After an unsuccessful attempt to remove the balloon, the guide, wire and balloon were carefully removed as a whole unit from the body. The procedure was completed, and no patient complications were reported.